Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not specify whether the allegation of migration involved the left or right device and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Recurrence and adhesions are known inherent risk of surgery and are listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard device implanted on the patient's left side (device #1). An additional emdr was submitted to represent the bard device implanted on the right side (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2003: the patient underwent surgery for repair of bilateral inguinal hernias. As reported, a bard/davol 3dmax was implanted on both the left side (device #1) and right side (device #2) to repair his hernia defects. On (B)(6) 2014: the patient underwent an additional surgery to remove the mesh that had migrated into his colon, adhered to his appendix and bladder, and repair the hernia defects. As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax..

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not specify whether the allegation of migration involved the left or right device and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Recurrence and adhesions are known inherent risk of surgery and are listed in the instructions-for-use a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the PMA/510(k) #. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about several years post implant of 3dmax mesh, patient was diagnosed with bowel perforation, migration, abscess, fistula, infection, necrosis and abdominal pain thereby underwent repair with mesh removal. Per op notes, "the mesh was extended well below the pubic tubercle into the space of retzius and retropubic space." The instructions-for-use supplied with the device list fistula as a possible complication. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Updated fields: a2, b2, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10, h11 corrected field: g4 (PMA/510(k) #) this supplemental emdr represents the 3dmax mesh (device #1) implanted on patient's left side. An additional supplemental emdr was submitted to represents the 3dmax mesh (device #2) implanted on patient's right side. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2003: the patient underwent surgery for repair of bilateral inguinal hernias. As reported, a bard/davol 3dmax was implanted on both the left side (device #1) and right side (device #2) to repair his hernia defects. (B)(6) 2014: the patient underwent an additional surgery to remove the mesh that had migrated into his colon, adhered to his appendix and bladder, and repair the hernia defects. As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax. Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with implant of two 3dmax meshes (device #1 & #2). Per operative notes, ¿evaluation revealed bilateral indirect hernias, left greater than right. The peritoneal reflection was taken away free cord structures on both sides. The bard 3dmax mesh was placed on each side (device #1 & #2) and sutured.¿ (B)(6) 2006 to (B)(6) 2014 - patient visited hospital for perirectal abscess, anal fistula, abdominal pain thereby underwent anal fistulotomy and during colonoscopy patient was diagnosed with rectosigmoid perforation, colocutaneous fistula and infected mesh material. Per operative notes, ¿a hole was identified that communicated with small cavity that was lined with some sort of mesh material.¿ (B)(6) 2014 - patient was diagnosed with colocutaneous fistula with infected abdominal wall mesh thereby underwent repair with removal of meshes (device #1 & #2). Per operative notes, ¿an abnormal area in the proximal descending colon that appeared to be a separate perforation to the retroperitoneum. The mucous fistula was resected. Identified the appendix to be adherent to the underlying mesh on the right side and began dissection of the left groin mesh, it was clear that the opposite side, that is the right groin abdominal mesh, was involved with infection as well and had to be removed. Began dissecting the mesh out bilaterally. Because of the underlying infection and necrosis of the tissues, took all the mesh out. The mesh was extended well below the pubic tubercle into the space of retzius and retropubic space.¿ attorney alleges that the patient had abscess, adhesions, bowel obstruction, bowel perforation, bowel removal, fistulae, infection, mesh migration, mesh shrinkage, pain, seroma and emotional injuries. It was also alleged that the patient had appendectomy and adhesion to bladder.